Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit was originally installed (B)(6) 2010 and had 36,512 operating hours logged. The fse advised the customer to replace the user interface module. The customer was also provided with revision j of the service manual and service bulletin (B)(4) which addresses updated performance verification testing.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 28may2019. Date of report: 30may2019. During failure analysis, a visual inspection of the user interface assembly showed no signs of damage or contamination. During testing, it was determined that the cold cathode fluorescent lamp (ccfl) backlight had burnt out. This is what caused the reported event of the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.